Manufacturer narrative:
Interrogation of the device revealed it was at eol when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.